Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good manufacturing records was not possible, as no lot number was provided. Evaluation of the returned sensor found the internal wires were broken at the connector strain relief. The catheter material was severely kinked at the connector, inside the strain relief. Due to the condition of the sensor as received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined that cause of failure to be related mishandling of the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor stopped working post operatively. The catheter was removed.